Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence reported?

Event description:
It was reported, clips not forming or adhering to tissue.

Manufacturer narrative:
(B)(4). Device analysis: one lt200 reload was received with tyvek present, no apparent damaged. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 6 clip as intended. The clips were form as intended and conforming to our manufacturing requirements. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences reported? There was no patient consequence report.